Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data included the pacing threshold trend curve showing stable values around 0.6 v from february 2018 to july 2018 with subsequent varying increases to around 2.6 v until (B)(6) 2018. In the same time period, the sensing amplitude varyingly decreased from around 13 mv to around 6 mv. Furthermore, the pacing impedance trend curve demonstrated stable values around 500 ohms between february 2018 and july 2018, with subsequent intermittent decreases to <200 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implant period of approx. 33 months, sensing and impedance variations were reported. Furthermore a loss of capture was observed. The lead remains implanted.